Event description:
During plif surgery, after the feeler was placed in the vertebra and x-ray image was taken, the surgeon moved the retractor and it came in contact with the feeler, then the feeler at right l3 broke. The broken tip (about 3cm) was left in the bone, however, the surgeon removed some bone and was able to retrieve the broken tip (about 3cm). Although the broken tip (3cm) could removed, there is a possibility of a very small broken piece is still left in the body. The x-ray was taken to check any broken tip remained in the body, it appeared no visible piece was on the image although there may be a small piece that is not visible by the x-ray still left in the body. The surgeon addressed that the feeler is very thin at the notches made....

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.